Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited multiple episodes of noise oversensing with pacing inhibition. The episodes were noted to be short and the patient was not dependent on the pacing. The rv lead was explanted and replaced. The patient was in stable condition.